Event description:
The user facility reported the guidewire advanced into the patient too far and punctured the patient's liver during ercp stent removal, brush cytology and re stent. Follow up communication with the user facility reported the following information: the procedure started with a stent removal using a snare; the doctor then used a premier guide catheter with the short visiglide 2 to gain across to common bile duct; this was unsuccessful so he changed to a sphincterotome with the short visiglide 2; this worked and he was able to access the cbd; the doctor removed the guidewire to obtain a bile sample through the wire port; the doctor then reinserted the guidewire having flushed the wire port with saline; the doctor then removed the sphincterotome and used a cytology catheter; the guidewire advanced into the patient too far and caused damage to the patient's liver; the proximal end of the wire emerged from the guide catheter and control of the wire was regained and a 10 fr stent was placed; and the patient was in some pain following the procedure and has been sent for a CT scan.

Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and the retention sample of the involved product lot # 140625. Visual inspection found no anomalies. Magnifying inspection confirmed no anomalies found. The outside diameter was confirmed to meet manufacturer specifications along the total length, being comparable to that of the current product sample. The mobility performance on the segment at the distal end to approximately 70 mm from the distal end, where the hydrophilic coating is applied, was determined by a load measuring machine and confirmed to be normal. No deterioration in the lubricity was confirmed. The pushing resistance was determined to be comparable to those of the current product sample. Review of the device history record and the shipping inspection record of the involved product/lot# confirmed there were not any indications of production-related problems or discrepancies in the inspection results. A search of the complaint files confirmed that this product/lot# combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of this incident cannot be determined based on the available information, the investigation results verified that the retentions samples from representative lot was the normal product with no inherent deficiency which would relate to the reported complaint. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion potion in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Device not returned to manufacturer